Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had a battery failure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer initially reported the device had a battery failure. Additional information received clarified there was no battery failure. The customer ordered a battery for inventory. There was no patient involvement. There was no malfunction of the defibrillator or battery.